Event description:
Caller reported an alarm 2 but no additional occlusion events were reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy. No additional assistance was necessary, and cts closed the case.